Manufacturer narrative:
Follow-up #1 08/01/2014 device evaluation: the pump has been returned and was originally evaluated by product analysis on (B)(4) 2013. Product analysis yielded the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. One alarm was observed to be left unacknowledged for 11 hours on (B)(6) 2013. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas about another issue and during that call alleged the following: at some date in early (B)(6) 2013, while using an animas pump, the patient had experienced hypoglycemia requiring hospitalization. Patient is a poor historian, states he was found passed out on the floor. Paramedics were call and he was transported to the hospital. Patient states blood glucose was 29 or 30 mg/dl. Patient believes paramedics disconnected pump, and he resumed pump upon discharge. The patient has since received and is now using a replacement pump. Patient is now making possible allegation about the pump not working correctly. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemic incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.